Event description:
It was reported that after da vinci-assisted surgical procedure, site contacted technical support engineer (tse) to report a slash in the blue fiber cable. There was no report of patient involvement.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced blue fiber cable to resolve the issue. The system was verified and ready to use. The affected part involved with this complaint is a field scrap item and will not be returned to isi for further investigation.